Event description:
Pt in for outpatient placement of port-a-cath in 2001 for treatment of lupus. In 2001, nurse attempted to access port without success. X-ray revealed that a portion of the catheter had dislodged and was floating in pt's heart. Pt transferred to another hospital for retrieval of the catheter.